Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The patient was reported to have a good distance vision, but poor reading vision. In a follow-up, the surgeon stated that he does not blame the lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/09/2009 and 12/17/2009 by phone, fax, and mail. Additional information was obtained through medical records received on 12/02/2009. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).